Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for the evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc checked and tested the subject device, but it could not be duplicated the reported phenomenon. Also there was no water leakage and no abnormality on the exterior. However based on no repair history for the video connector or the internal board of the subject device, omsc surmised there was the possibility this phenomenon was attributed to the temporary unstable image due to the deterioration of the video connector internal board which had been occurred by the long term-use. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device had the noise during the unspecified procedure. The field service engineer of olympus checked the subject device at the user facility that the image was not displayed at all. It was tried to check with changing combination with the different video processor but it was still not displayed. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device but could not duplicate the reported phenomenon. There was no report of patient injury associated with this event.